Manufacturer narrative:
MDR 3003442380-2024-02086 device 9 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. Event occured from 27 march 2024 to 02 april 2024. First event was occured on 27 march 2024 and second event was occued on 28 march 2024 and till 02 april 2024 event occured eight to nine times. It was reported that patient faced an issue with nine infusion set was fell during use. The infusion set was in use for less than 24 hours.the patient replaced infusion set and resumed insulin successfully. No further information available.